Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 732 mg/dl. The customer was hospitalized for high blood glucose levels on (B)(6) 2014 and was released on (B)(6) 2014. The customer reported having had cortisone shots on her knee that might have caused her blood glucose levels to rise. The customer reported wearing the insulin pump at the time of hospitalization. No additional information was provided.